Event description:
It was reported that revision surgery was performed due to instability.

Manufacturer narrative:
Visual evaluation of the liner identified the laser etch to be partially diminished. This condition is commonly seen after parts have been autoclaved, a process that will physically change the part size.